Event description:
The customer reported that the system is getting a frame sync error. No patients were injured.

Manufacturer narrative:
The ge service re reseated the cpu board one slot to the right. System operates as intended.